Event description:
It was reported the device had intermittent output and sensing difficulty. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the device had intermittent output and sensing difficulty. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed an intermittent ventricular output when stress was put on the lead, consistent with the reported field experience. Microscopic visual of the inside of the ventricular connector block revealed the mbc's (multi beam connectors) were misshapen. It was determined the ventricular output condition was the result of a misshapen ventricular mbc not making continuous contact with an is-1 lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.